Event description:
Jacket retraction was difficult but was resolved. The contralateral pull wire caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter. Bilateral stents used.